Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative discovered the issue was with the laser indirect ophthalmoscope (lio) cable and not the laser system itself. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The lio was received and the sample was connected to a calibrated laser system and tested. The power output of the sample was found to be low and was outputting below specifications. The laser system was found to have met specification. The root cause of the reported event can be attributed to nonconforming optical fiber core lio. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low laser power over the course of a year. The laser power was increased to complete surgery. There was no patient harm.